Event description:
Post-market clinical follow-up (pmcf) anonymous survey was conducted for the subject balloon guide catheter. The survey was conducted in germany, spain, italy and united states. During the survey, distal emboli requiring dual antiplatelet and anticoagulation medication, was reported to have occurred as per the responses received and medical intervention was required. No other information is available about the events reported in the survey.

Manufacturer narrative:
Emdr data file attachment: updated. B2 outcomes attributed to ae - updated. B5 executive summary: updated. F10 / h6 health impact code grid - health effect - impact code - updated. Although the DHR (device history record) could not be reviewed because the lot number remains unknown, there are controls in the manufacturing process to ensure the product met specifications upon release. The subject device is not available; therefore, functional testing as well as visual testing cannot be performed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. It was reported during a post-market clinical follow-up (pmcf) survey conducted for stryker merci® balloon guide catheter device #¿s (5) 90073 in germany, italy, spain and united states that in one case patient embolus was noted. The patients' outcome was unknown. The risk of the reported patient embolus is documented in the merci bgc dfu, as a potential adverse event which can occur as a result of these type of procedures. There was no indication of device malfunction or failure, therefore an assignable cause of anticipated procedural complication, will be assigned to the reported as reported code.

Manufacturer narrative:
H3 other text : the device is not available to the manufacturer.

Event description:
Post-market clinical follow-up (pmcf) anonymous survey was conducted for the subject balloon guide catheter. The survey was conducted in germany, spain, italy and united states. During the survey, distal emboli requiring dual antiplatelet and anticoagulation medication, was reported to have occurred as per the responses received. No other information is available about the events reported in the survey.